Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on coupler unit, it cannot be connected to the scope and the coupler unit was deformed. Also, there was a cut on cable unit and therefore water tightness was lost and due to water leak in camera unit, the image had white dots. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited white dots on image, water leak in camera unit, water tightness lost, cannot be connected to the scope and cut on cable unit. There was no patient involvement.